Event description:
It was reported that the patient presented remotely via merlin.net. It was noted that the pacemaker exhibited under-sensing. Programming changes were made on (B)(6) 2025. The patient was stable.